Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Valve dislodgement is associated with multiple contributing factors, such as tension in the system during deployment and the interaction between the device and the patient anatomy. In this event it was reported that the dislodgement was caused by calcification (patient anatomy).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)) migrated out of targeted position and was retrieved but not able to be recaptured. The valve was left in the descending aorta. During deployment of a second valve ((B)(4)), the valve migrated out of the targeted position. The valve was left in the descending aorta. Subsequently post operative day one the patient returned to the operating room for surgical aortic valve replacement with a non-medtronic device. It was noted that the cause of the migrating valves was due to calcification. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Conclusion: the device history review and investigation remains in progress, once the review and investigation is complete a supplemental report will be submitted. (B)(4).